Event description:
It was reported that there were cuts in the tubing of a flogard IV administration set which resulted in leaks. This occurred while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.